Event description:
The customer contacted ocd for assistance in determining if a patient sample result for vitros ahcv that was reported from the laboratory was actually obtained from the unintended reagent when the sample was tested on a vitros 5600 integrated system. A vitros ahcv result of (B)(6) was reported from the laboratory. After the (B)(6) result was questioned by an attending physician, the sample was re-tested and a vitros ahcv result of (B)(6) was obtained. A corrected result was reported and there was no allegation of harm. However, patient results obtained from an unintended assay reagent may be erroneous, and could lead to inappropriate medical action if occurred undetected. There was no report of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed the vitros ahcv (B)(6) was not generated on the vitros 5600 system. Analysis of the vitros 5600 laboratory computer interface files revealed the patient sample had been manually programmed for vitros ahbc on the vitros 5600 by an operator. A vitros ahbc result of (B)(6) was predicted from the sample and uploaded to the laboratory information system (lis). Prior to reporting from the laboratory, a vitros 5600 instrument operator manually manipulated the patient result record within the lis, such that the result of (B)(6) was assigned to ahcv instead of ahbc. The root cause was determined to be user error. The patient sample result record was manipulated within the lis after results were uploaded from the vitros 5600 system. Investigation determined the vitros system did not malfunction and performed as programmed by the operator.